Event description:
During a phacoemulsification procedure, this ophthalmic microsurgical unit had to be powered on then off in order to get the collection cassette out. They were able to complete the procedure with this unit.